Event description:
It was reported that the zimmer meshgraft ii was not meshing properly. Add'l clinical follow up with the customer indicated that there was no pt injury associated with the reported issue and another device was retrieved for use during the procedure. Surgeon was still able to use the graft and there was no increase in surgical time or medical intervention required.

Manufacturer narrative:
Beginning (B)(4) 2012, us and canadian customers were sent an urgent patient safety advisory informing them o the need for proper care and preventive maintenance of their meshgraft ii. Customers were informed that improperly maintained instruments my cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was mfg on 07/26/1985 and was last returned to the manufacturer for repair on (B)(6) 2007, for a non related issue. Evaluation of the device observed the set screw of the ratchet to be too far in, thus not allowing for the ratchet gear to properly install onto the roller. Prior to repair, the device was outside calibration specification on the left and right side. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended ot verify continued accuracy. The device was serviced and returned to the customer.